Event description:
During a laparoscopic gastric bypass procedure, the device only partially stapled on the second fire. Another like device was used to complete the procedure. There was no pt consequence.